Event description:
The customer's mother stated that the customer was hospitalized twice in the past year due to hyperglycemia. The customer's blood glucose reading was over 700 mg/dl at the time of the second event. The customer's mother stated that the batteries in the insulin pump were only lasting three days. The customer was not available to perform troubleshooting at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.